Event description:
A manufacturer representative (rep) reported that the patient's ID card was sent with an incorrect serial number. The incorrect serial number was noted as nkm740755h and corrected to (B)(4). The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
There were no related adverse events.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.